Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that the spaceoar hydrogel appeared to dissolve sooner than anticipated after a magnetic resonance imaging scan. The patient experienced urinary retention and hematuria post spaceoar placement. The symptoms were noted to have resolved. Further examinations revealed a gel-like substance in the patient's bladder, indicating a possible gel misplacement.

Event description:
It was reported that the spaceoar hydrogel appeared to dissolve sooner than anticipated after a magnetic resonance imaging scan. The patient experienced urinary retention and hematuria post spaceoar placement. The symptoms were noted to have resolved. Further examinations revealed a gel-like substance in the patient's bladder, indicating a possible gel misplacement.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: the returned material was analyzed, and the reported event could not be confirmed. Visual inspection was performed and a sample in a container was returned for analysis. It is unable to determine by visual inspection if it is formed hydrogel or not. A material test evaluation was performed, the returned sample was sent for fourier-transform infrared spectroscopy (ftir) analysis, when the gel-like material was tested directly with ftir, it presented an absorbance peak consistent with what would be expected for peg, a key ingredient in spaceoar. The ftir results indicated that the spaceoar hydrogel is likely present, but not definitively. The events of "urinary retention" and "hematuria" are anticipated in the risk documentation. The instructions for use mentions "urinary retention" and "bleeding" as potential complications that may be associated with the use of the device. Therefore, these events are assigned the most probable cause classification of known inherent risk of device which indicates that the reported adverse events are known and documented in the labeling. Based on the reported information, a gel misplacement has been identified. Gel misplacements are understood to be primarily caused by the user having the needle in the incorrect location at the time of injection. The instructions for use (IFU), and required training provide guidance to the user to ensure the needle is in the correct location at the time of injection. Given the available evidence and details of the reported event, it is probable that the needle was not placed in a location consistent with the IFU and required training, causing gel misplacement. Regarding the reported event of "gel device not detected" will be documented as unintended use error caused or contributed to event as well since there is a possibility that the misplacement could have caused the hydrogel not to be detected. Based on a review of all available information, the investigation conclusion code selected is unintended use error caused or contributed to event, which indicates "the interaction between the user and device, or sample, caused or contributed to the error." A review of the manufacturing documentation confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.